Manufacturer narrative:
No motor movement or negligible during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible. Device tested outside the pump and received no motor movement or negligible at rewind. No insulin pump error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had multiple pump error. The customer¿s blood glucose level was 13 mmol/l. The customer reported that they had multiple pump errors. Customer reported that they were unable to clear the alarms. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.